Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. A review of the device data logs confirmed the reported error message (sf197). The evaluation determined that the reported failure was due to water ingress in the pneumatic block from improper handling of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) alerting the user of an issue. There was no patient injury reported as a result of this incident.